Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead was oversensing far field r wave resulted in inappropriate mode switch episodes. No intervention was performed. The patient was in stable condition.